Manufacturer narrative:
Section a3b, gender: the customer replied "male". Section a6, race: unknown/not provided. Section b3, date of event: the exact date is unknown. The best estimate is between the implant and explant dates. (B)(6) 2024 through (B)(6) 2025. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was explanted due to refractive surprise. The lens was replaced with another johnson and johnson iol model drt225 23.0 diopter. No other complications were reported. The patient outcome is unknown. No further information was provided.